Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited inappropriate capture and far-r wave over-sensing. Upon further investigation, it was determined that the atrial lead was dislodged. The atrial lead was reprogrammed. The patient was in stable condition.